Event description:
Reporter alleged obtaining a discrepant blood glucose result of 107 mg/dl back to back with a result of 56 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter had blurred vision at the time of the readings and self-treated with peanut butter crackers. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.